Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. The pump switched on and a space line neutrapur was insersted. The line was purge several times and a rate of 200ml/h and volume 100ml was selected at 11:09pm. The infusion runs for approx. 30 minutes. At 11:42pm a volume of 20ml was selected and the infusion started with 200ml/h. During the infusion the pressure alarm occurred, three times. The infusion stopped and the pump was set into stand-by. At this time, 10,28ml was infused. No other abnormalities were found. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "patient alleged medication under infused. According to staff nurse's account, both medications underwent flushing. However, flushing of antibiotics on s/n: (B)(6) was incomplete.(i.e only 11ml instead of 20ml was flushed)"